Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient's shunt is blocked and demonstrates low refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.